Event description:
It is reported that the patient's left knee locked up while walking. An MRI of the patient's knee revealed a broken post.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: review of primary surgical report provided states that a "size f nexgen posterior stabilized component" was used; however, the part and lot numbers of the devices are unknown, thus not allowing review of compliance with recommended surgical technique. Comments in the MRI and examination reports received appear consistent with a detached component; however, no devices, device numbers or photos were received to confirm this possibility. X-rays were not provided; therefore, fit and orientation could not be evaluated. The specific identity of the device and the root cause of the reported issue cannot be determined with the information provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.